Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was stuck and unresponsive on a continuous glucose monitor expired message and customer was unable to exit. There was no reported impact to customer's blood glucose. During troubleshooting with tandem technical support, customer was able to clear the message but further troubleshooting was not preformed due to the customer disconnecting call.